Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1-a5: patient information added. B1: adverse event or product problem: adverse event + malfunction. B2: outcome attributed to adverse event: required intervention to prevent permanent impairment/damage. D1: brand name updated. D2b: additional device product codes: jds, hrs. D3: manufacturer address updated. D4: UDI added. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10: concomitant devices added. E1: initial reporter facility name added. E4: initial reporter sent report to FDA: yes. G1: manufacturer contact information added. G2: is report source a health professional: yes. G4: 510k added. H1: type of event updated to serious injury. H5: labeled for single use: yes. H6: health effect impact codes, medical device problem code, health effect clinical code updated. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5117887, a copy is attached. The only information contained in this report is correction or additional information. It was reported that the surgery was completed successfully and the patient was discharged home. This report involves one 3.5mm cortex screw self-tapping 14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.